Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/1/2022. H.6. Investigation: customer returned (30) loose 3/10cc, 8mm syringes. Customer states that scaling does not consistently start in the same place on the syringe barrel. All returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch# 1256987. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for scratched print. There was one (1) notification noted for missing scale line. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 3/10 ml/cc the scale markings were inconsistent. There was no report of patient impact. The following information was provided by the initial reporter: material no. 328440 batch no. 1256987. It was reported that scaling does not consistently start in the same place on the syringe barrel. Verbatim: pet owner reported that scaling does not consistently start in the same place on the syringe barrel. Pet owner reported 2 boxes affected, same catalog & lot #s. Catalog: 328440. Lot: 1256987.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 8mm x 31g 3/10 ml/cc the scale markings were inconsistent. There was no report of patient impact. The following information was provided by the initial reporter: material no. 328440 batch no. 1256987. It was reported that scaling does not consistently start in the same place on the syringe barrel. Verbatim: pet owner reported that scaling does not consistently start in the same place on the syringe barrel. Pet owner reported 2 boxes affected, same catalog & lot #s. Catalog: 328440. Lot: 1256987.